Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Angled attachment would not tighten with saw blade in place. The blade kept flying out during cuts. 45 minutes surgical delay. Case type: tka.

Event description:
Angled attachment would not tighten with saw blade in place. The blade kept flying out during cuts. 45 minutes surgical delay. Case type: tka.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Manufacturer narrative:
Reported event: angled attachment would not tighten with saw blade in place. The blade kept flying out during cuts. 45 minutes surgical delay. Case type: tka. Product inspection: inspection could not be performed because the product was not returned. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 05-03-2017. Devices manufactured: 50. Devices failed inspection: 12. Nc/npr/qt numbers: qt17-05-0015. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35020417 shows 5 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212480 will be tracked by trend request# 1191. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Angled attachment would not tighten with saw blade in place. The blade kept flying out during cuts. 45 minutes surgical delay. Case type: tka.